Event description:
It was reported that during lead repositioning, the guidewire could not be inserted into the lead. The lead was explanted and replaced. The patient was well post procedure and would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.